Event description:
It was reported that one of the wheels doesn't move as expected. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Customer evaluated and repaired the chair. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.